Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) blue housing from the fo-connector was broken. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9,g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10, h11 corrected fields: d5 additional information: event site postal code: 1815 jd event site contact person details: w. Glas, w.glas@nwz.nl, biomedical engineer the getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the cable assy, fo sensor extension to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service. The defective components were received for further investigation. The failure analysis and testing department received the cable assy, fo sensor extension with the reported unit failure message of blue housing from fo connector broken. Performed visual inspection of this part received and found the blue housing connector was broken. The failure analysis and testing department verified the failure message of blue housing from fo connector was broken. Retained this cable assy, fo sensor extension in the fat dept. Per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a